Manufacturer narrative:
(B)(4). Final analysis found that the inner insulation was separated at 21.4 cm from the connector pin due to the suture sleeve being tied down too tight. The damage found likely resulted in the reported impedance anomaly. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited low impedance due to the suture sleeve being tied down too tight. The lead was no longer used and replaced. The patient's condition was fine before, during and post procedure.